Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot or for the sterile lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: primary tritanium hemi cluster hole cup 50mm, cat# 502-03-50d, lot# mnp48t. 6.5 cancellous bone screw 30mm, cat# 2030-6530-1, lot# mnl1a8. Delta v-40 ceramic head 32/+4, cat# 6570-0-232, lot# 64981601. Mod con dist stem 16 x 155 mm, cat# 6276-7-016, lot# caxwd0ec. 21mm mod rev hip body/bolt std component level 9006-1-021, cat# 6276-1-021, lot# 65960204.

Event description:
It was reported that a stage 1 revision was performed on patient's left hip due to infection (infection reported by surgeon, unknown if clinically confirmed or identified). A shell and screw (implanted (B)(6) 2015), liner, head, and restoration modular stem construct (implanted (B)(6) 2018) were removed and a cement spacer placed.